Event description:
After an implantation period of approx. 24 months, it was reported that when replacing the device due to eri, the interrogation of the device shows the eos status. The device was explanted and the rv lead was capped. No adverse patient side effects have been observed.

Manufacturer narrative:
The ICD first underwent a status interrogation. Matching the clinical observation, the device presented in device status eos, and seven charge processes in total had been documented. The ICD underwent an analysis of the electrical parameters. The charge drawn from the battery was checked in the process and turned out to be as expected in regard to the battery status eos. The battery was discharged in accordance with the eos status. A check of the power consumption showed an increased current uptake of the ICD. The device was then opened, and the functionality and internal structure were studied. During the inspection, a damaged capacitor was detected, which led to an increased power consumption of the ICD and, consequently, to the clinical observation. The manufacturing process of this device was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. A performed standard final electrical test documented proper device behavior. In summary, the clinical observation resulted from an increased current uptake, which was caused by a damaged capacitor. The review of the production history showed that the device functioned properly at the time of shipping.